Event description:
The patient reported the symptoms of nausea, sore throat, swollen throat, sensation of throat closing and difficulty breathing. The patient indicated visiting the ER due to the reported symptoms. The patient reported being prescribed a steroid injection (methylprednisolone) and benadryl (over-the-counter, antihistamine) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2014 and the patient is currently doing fine. The treating doctor considers this event could have been serious in nature and life threatening to the patient.

Manufacturer narrative:
The aligners are not being evaluated (method 86) as the product performed in accordance to specifications and the device was used in accordance with labeled indications. The treating doctor considers that the event could have been serious in nature or life threatening to the patient. Based on the treating doctor's opinion, this event is being reported as an MDR.